Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not reading batteries. They were unable to get infusion set inside the insulin pump due to the reservoir chamber being damaged. The customer stated the insulin pump was dropped many times. The customer's blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. No failed battery test noted. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Unit received with broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on lcd window.